Event description:
It was reported that the patient underwent a surgical procedure to treat pelvic organ prolapse and stress urinary incontinence on (B)(6) 2003 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue, urinary and bowel dysfunction, infection and inflammation, contraction, scarring, adhesions, and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures, including a mesh removal procedure in (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
It was reported that the patient died on (B)(6) 2016.

Event description:
It was reported that the patient died on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh implantation due to stress urinary incontinence. The patient had spinal cord stimulator implanted and removed two times, back surgery in 2008 to remove pieces of stimulator and cleanout infection. A pelvic exam showed eroded vaginal sling and underwent cystoscopy on (B)(6) 2011. The patient had partial excision of sling on (B)(6) 2011 due to infection and erosion, and on (B)(6) 2011 had removal of sling due to stress urinary incontinence and erosion and implantation of bioarc porcine suburethral sling. She continued to have stress urinary incontinence and urinary tract infect (B)(6) 2012. The patient had allograft dermal sling removed on (B)(6) 2012 due to erosion and had surgical procedure autologus rectus fascia suburethral sling.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, bleeding, infection, urinary problems, recurrence, dyspareunia, vaginal scarring, organ perforation. It was reported that patient underwent mesh removal on (B)(6) 2011 due to erosion into bladder. (B)(4).